Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: overinfusion according to the customer: "when did the failure occur: during therapy reason of complaint: medication : fentanyl dose on pump was found on the (B)(6) 2023 to be running at 100mcg/hr when the prescribed dose was supposed to be 10mcg/hr. Sister in charge wants to know if there was any change in dose and when did the dose occur first contact to end customer: b.braun additional patient information: patient was drowsy and had parasthesia in the limbs. Dose was immediately changed back to 10mcg/hr upon discovery of the 100mcg/hr dose according to the sister in charge. No further medical intervention beyond the dose correction. According to sister in charge, tests were done for the patient relating to this overdosing, exact tests not disclosed patient was able to recover from the drowsiness and parasthesia after a few hours and is able to sit upright"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from (B)(6) 2023 were analyzed. A terumo 50ml syringe was inserted and a new dose rate of 100.000 microgramm/h was selected. The infusion started with a rate of 10 ml/h with a volume of 48ml. Three hours later at 08:13 am the dose rate was change to 10.00 microgramm/h. One and a half hour later at 09:52 am the infusion was stopped. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. The dose rate was change from 100.000 microgramm/h to 10.000 microgramm/h. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.